Event description:
As reported, when the physician detached the 3x6 cashmere coil, he found the circuit was blocked. Changed cable and dcb but still did not work. The device was changed to another coil to complete. Additional information received from the affiliate clarified that the complaint indicated in the event description "found circuit was blocked" meant that it was an electricity issue and the coil could not be detached. It happened with the dcb and connecting cable but they are okay. The coil did not stretch.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). When the physician detached the 3x6 cashmere 14 cerecyte microcoil the circuit was blocked. The detachment control box (dcb) and connecting cable were changed, but the coil still did not detach. The coil was exchanged for another coil to complete the procedure. With request for clarification it was reported that it was an electricity issue; the coil could not be detached but the dcb and connecting cable were ok. An adequate continuous flush was maintained and there was no patient injury. The socket ring of the returned coil was found pushed down inside the outer sheath and against the distal end of the resistive heating coil. The device positioning unit (dpu) failed electrical testing. The detachment fiber failed to receive heat and melt. The most likely root cause of the coils failure to detach was due to a fracture in the solder joint connection inside the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined. It also cannot be determined that when the socket ring of the coil was pushed against the distal end of the resistive heating coil which may have be related to the fractured solder joint. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components may have had any additional contributions to the complaint event. It is not known if a pre-deployment electrical check was completed which is outlined in the instructions for use (IFU). The IFU outlines for optimum product performance and to prevent potential complications, "verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement". This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. It further refers the user to the detachment control box instructions for use section in the document. With review of the available information and the analysis a definitive root cause conclusion cannot be made. If the device passed pre-deployment testing as outlined in the IFU, it is likely that procedural factors including device interaction/resistance/manipulation may have contributed to the damages found on the returned device which if present during procedural use would result in the failure to detach. All devices undergo multiple electrical checks before reaching the final packaging. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.